Manufacturer narrative:
A product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, during loading of the lens, the lens was barely touched, yet once again an identical scratch was present far out at the edge of the lens. Once again, it was decided to leave the lens in the eye. Additional information was received indicating that the patient did not have any follow-up with the facility. There are three medical device reports associated with this complaint. This is 3 of 3.